Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been in the hospital for overdose and an alleged pump malfunction [refer to manufacturer¿s report #3007566237-2013-03894 for current report of overdose/hospitalization/alleged pump malfunction], and the reporter noted that this had happened in the past. It was further reported that the medications in the pump system were clonidine, bupivacaine, baclofen, and morphine. It was noted that the previously reported overdose and hospitalizations have happened ¿a few times in the past¿. Additional information has been requested, but was not available as of the date of this report.